Manufacturer narrative:
A service engineer (se) evaluated the device. The se was unable to duplicate the reported issue. As a precaution, the se replaced the power base board (pbb), xgen power supply unit (psu), and power supply mains fail cable. Subsequently, the device completed all testing successfully.

Event description:
The device user (du) reported that the metra randomly stopped and the perfusion circuit filled with deoxygenated blood. The du team was getting ready to remove the liver off the metra when this occurred. Subsequently, the liver was flushed and implanted successfully. The du further explained that all the numbers on the graphical user interface (gui) had turned to dashes and then they had noticed air and deoxygenated blood in the perfusion circuit. Message code 2170 (critical fault reported) was also noted at the time. The device had remained in the same operating room for the entire perfusion while plugged in and charging and was not transported. Furthermore, the surgeon was not in the liver bowl and the liver bowl lid was on when the event occurred.

Event description:
The device user (du) reported that the metra randomly stopped and the perfusion circuit filled with deoxygenated blood. The du team was getting ready to remove the liver off the metra when this occurred. Subsequently, the liver was flushed and implanted successfully. The du further explained that all the numbers on the graphical user interface (gui) had turned to dashes and then they had noticed air and deoxygenated blood in the perfusion circuit. Message code 2170 (critical fault reported) was also noted at the time. The device had remained in the same operating room for the entire perfusion while plugged in and charging and was not transported. Furthermore, the surgeon was not in the liver bowl and the liver bowl lid was on when the event occurred.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation is pending completion.